Event description:
The customer reported obtaining intermittent partial aspiration errors on patient samples which were run on the coulter lh 750 hematology analyzer. The customer stated that the patient results which were flagged with the aspiration errors were not reported out of the laboratory. The customer repeated the affected patient samples on an lh 500 hematology analyzer to verify the results. The customer indicated that patient printouts are no longer available for review. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered problematic medium check valves in diluter as the sections were coming apart easily. The fse stated that all valves showed evidence of disintegration. The fse replaced all medium check valves with black rings in diluter which may have caused possible fluid or air leaks. The fse verified the repair as per established procedures and results met published specifications.